Event description:
Patient had routine cancer staging exams ordered and performed. During CT scan of chest, it was noted that the distal tip of the port-a-cath (mediport catheter) had broken and was located in the right ventricle going into the pulmonary artery. Patient was sent to hospital for removal of the device fragment. It is not know where port-a-cath was originally placed, and how long it had been used. The catheter broke and the fragment migrated into the heart causing occasional palpitations, but no chest pain. The catheter fragment was successfully removed via interventional radiology procedure. The patient was discharged home without known harm.